Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience pain. The ipp was explanted and replaced. There were no device issues and not further patient complications.